Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty power board. The service technician replaced the power board and the reported issue was resolved. The device passed all testing and met all specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 reset while connected to a patient. The customer stated that the patient was switched to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.